Event description:
It was reported that the nurse stated that the arctic sun device was alarming patient line open, low flow. Confirmed therapy has been running for a few days. Patient went to CT this morning, but the alarm did not start until about an hour ago. Confirmed four pads are connected, nurse was not sure what size. Had nurse stop therapy, empty the pads, and disconnect. Walked nurse through placing device in manual control. Without pads, water flow rate (wfr) was 2.3 l/min, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 73 percentage, system hours were 6,205, and pump hours were 5,456. Had nurse straighten pad tubing and connect one pad at a time holding the blue tubing and not the plastic clamp. Connected right chest, water flow rate (wfr) was 2.5 l/min, inlet pressure (ip) was -5.9psi, and circulation pump command (cpc) was 100 percentage. Added right leg, water flow rate (wfr) was 0.7 l/min, inlet pressure (ip) was -7.8psi, circulation pump command (cpc) was 95 percentage. Added left chest, water flow rate (wfr) was 0.9 l/min, inlet pressure (ip) was -4.6psi, circulation pump command (cpc) was 100 percentage. Added left leg: water flow rate (wfr) was 1.2 l/min, inlet pressure (ip) was -4psi, circulation pump command (cpc) was 100 percentage. Had nurse disconnect left chest pad, water flow rate (wfr) was 2.1 l/min, inlet pressure (ip) was -10psi, circulation pump command (cpc) was 65 percentage. Had nurse reconnect left chest pad to different port, water flow rate (wfr) was 1.2 l/min, inlet pressure (ip) was -3.8psi, circulation pump command (cpc) was 79 percentage. Informed nurse the left chest pad might be bad, explained if they have universal pads, they could swap it out with just the universal pad rather than a brand-new set of pads. Walked nurse through disabling manual control and tried resuming therapy before switching pad. After a few minutes, water flow rate (wfr) was 2.1 l/min. Nurse would monitor flow rate for now and if it dropped again or alarms, they would call them back. Nurse was going to hold off on changing out left chest pad.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A DHR could not be performed since no lot number was provided. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. Correction: d the reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that the arctic sun device was alarming patient line open, low flow. Confirmed therapy has been running for a few days. Patient went to CT this morning, but the alarm did not start until about an hour ago. Confirmed four pads are connected, nurse was not sure what size. Had nurse stop therapy, empty the pads, and disconnect. Walked nurse through placing device in manual control. Without pads, water flow rate (wfr) was 2.3 l/min, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 73 percentage, system hours were 6,205, and pump hours were 5,456. Had nurse straighten pad tubing and connect one pad at a time holding the blue tubing and not the plastic clamp. Connected right chest, water flow rate (wfr) was 2.5 l/min, inlet pressure (ip) was -5.9psi, and circulation pump command (cpc) was 100 percentage. Added right leg, water flow rate (wfr) was 0.7 l/min, inlet pressure (ip) was -7.8psi, circulation pump command (cpc) was 95 percentage. Added left chest, water flow rate (wfr) was 0.9 l/min, inlet pressure (ip) was -4.6psi, circulation pump command (cpc) was 100 percentage. Added left leg: water flow rate (wfr) was 1.2 l/min, inlet pressure (ip) was -4psi, circulation pump command (cpc) was 100 percentage. Had nurse disconnect left chest pad, water flow rate (wfr) was 2.1 l/min, inlet pressure (ip) was -10psi, circulation pump command (cpc) was 65 percentage. Had nurse reconnect left chest pad to different port, water flow rate (wfr) was 1.2 l/min, inlet pressure (ip) was -3.8psi, circulation pump command (cpc) was 79 percentage. Informed nurse the left chest pad might be bad, explained if they have universal pads, they could swap it out with just the universal pad rather than a brand new set of pads. Walked nurse through disabling manual control and tried resuming therapy before switching pad. After a few minutes, water flow rate (wfr) was 2.1 l/min. Nurse would monitor flow rate for now and if it dropped again or alarms, they would call them back. Nurse was going to hold off on changing out left chest pad.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.